Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative of the clinic the customer goes to reported via phone call that there were discrepancies between the sensor glucose and the pump blood glucose readings. The patient's blood glucose read 400 mg/dl but the sensor glucose was a low. On another occasion the patient's blood glucose was 147 mg/dl and the sensor was reading 245 mg/dl. Troubleshooting was declined because the customer's representative only called to report these past incidents. No products were shipped or returned.